Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the photographs identified: device is seen ruptured. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "enlargement in the volume of the breast" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" "pain" and "enlargement in the volume of the breast".

Event description:
Healthcare professional reported right side "complete rupture" of device MRI confirmed, "lateral side pain," "double shell," "inflammatory capsule," and "enlargement in the volume of the breast." Device was explanted.